Event description:
It was reported that the patient passed away after withdrawal of care related to chronic driveline and vad infection.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a chronic driveline infection that began on (B)(6) 2016 ((B)(6)). The patient was admitted for the driveline infection on (B)(6) 2016, (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, and (B)(6) 2017. The patient underwent an incision and drainage with exploration of ventricular assist device (vad) pocket and driveline that ultimately required an omental flap on (B)(6) 2017. The patient was admitted on (B)(6) 2017 electively for an incision and drainage. The patient underwent a vad pocket and driveline washout on (B)(6) 2017 and a wound vacuum placement. Blood cultures were negative. The infection was resistant to many antibiotics including doxycycline and rifampin so the patient was continued on daptomycin. A wound culture from (B)(6) 2017 was positive for serratia marcescens. On (B)(6) 2017, the patient was readmitted due to a fever of over 104 degrees. Symptoms included shaking and confusion. The patient's wound vacuum was being managed and the wound was reportedly healing nicely. Upon admission, the patient was evaluated and the doctor felt that a pump exchange was the only possibility, but the surgery would offer little hope as the new pump would be implanted in the same infected field. The decision was made to proceed with palliative care and wound vacuum. On (B)(6) 2017, the patient was taken to the operating room for a washout of the left ventricular assist device and driveline. A new wound vacuum was placed. The patient obtained a peripherally inserted central catheter line for continued antibiotic treatment. The patient was discharged with negative pressure dressing and ertapenem and daptomycin. The patient chose to withdraw care after being in hospice and ultimately expired on (B)(6) 2017.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.